Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 500 mg/dl. During troubleshooting, customer support found no delivery issues with the pump, but found that the patient had made inaccurate manual calculations of carbohydrates, and also found an issue with the storage/quality of insulin. This complaint is being reported because the patient experienced hyperglycemia subsequent to the use error in the insulin quality/storage.

Manufacturer narrative:
(B)(4).